Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the symptomatic patient presented in clinic for follow up post coronary artery bypass grafting (CABG) procedure. Upon review of stored egm, the implantable cardioverter defibrillator exhibited post sensed t-wave oversensing on the ventricular lead. The patient received inappropriate anti tachycardia pacing therapy and high voltage therapy. Programming changes were made on (B)(6) 2018. The device was re-interrogated and normal device function was noted on (B)(6) 2018. Patient was stable and recovering.

Event description:
New information received noted that post CABG procedure the r-waves decreased which caused t-wave oversensing and inappropriate delivery of therapies. Device re-interrogation several days post reprogramming reveal normal device function. It was also noted that the patient had a run of atrial fibrillation with rapid ventricular rate.